Event description:
During a combined treatment the eva phaco/diathermy module went into pause mode. The surgeon tried to prime the machine again but it was not possible. Afterwards the surgeon changed to an associate machine to complete the surgery, but the intra-occular pressure was too low for a vitrectomy and the surgery was stopped. The patient will get a second treatment at a later date.

Manufacturer narrative:
With regards to this event, the equipment subject to this complaint was investigated by dorcs service engineer on location and a logfile review was performed. Logfile review revealed that the event occurred right after several notifications that the current inside the footswitch's battery is critically low and the footswitch needed to be charged. Investigation of the equipment subject to the reported event, after charging the pedals battery, could not reveal any anomalies and that the footswitch was functioning within specification. Based on the information available it is concluded that the reported event is attributable to an unintended use error (i.e. Not timely charging the battery of the footswitch). It should be noted that multiple section in the eva instruction manual (e.g. Section 4.5 "operating devices", section 6 and section 9.5.7 ) describe the way that the users are notified regarding the battery status and how to charge the footswitches. Furthermore users are instructed to make sure that the footswitches are charged during the setup of eva, or else they should be used wired. The risk identified is included in the risk management documentation and is mitigated by design features. Instructions to timely charge the footswitches is included in the eva instruction manual. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
During a combined treatment the eva phaco/diathermy module went into pause mode. The surgeon tried to prime the machine again but it was not possible. Afterwards the surgeon changed to an associate machine to complete the surgery, but the intra-occular pressure was too low for a vitrectomy and the surgery was stopped. The patient will get a second treatment at a later date.